Event description:
A customer contacted baxter's technical service center to request assistance during set up with the homechoice (hc) machine. The home patient (hp) was not connected. The technical service representative (tsr) checked the hp's therapy. The hp said the bag came off the blue clamp and wanted to know if she could take another bag and put it on the white clamp line. She only used 2 bags and her dextrose was set to same. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient's registered nurse (rn) on (B)(4) 2011. The rn stated that the home patient (hp) had passed away. The nurse stated that the event of fatal diabetic complications was unrelated to dianeal therapies. There is no evidence that the device or disposables were causally related to this event. The nurse did not have further information available regarding the reported connection issue. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample and lot number were not available, therefore, no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.